Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition on "heat" could not be confirmed. The device was received in a condition making the evaluation impossible. If additional information is received, a supplemental report will be submitted.

Event description:
Report received from USA stating that the device heated up during knee surgery. No injury occurred. It is unknown if surgical delay or medical intervention occurred. There is no additional information provided.